Manufacturer narrative:
A review of the manufacturing records for the devices verified the lots met all pre-release specifications. The devices remain implanted and is not available for analysis. Is used to explain that the physician is monitoring the patient. Is used to explain that the images received cannot be used to perform a full imaging evaluation because they do not meet the dicom standard. The imaging evaluation is captured. With the images available, the compression could not be confirmed. Additional images were requested but were not available. According to the gore® excluder® aaa endoprosthesis instructions for use (IFU), adverse events that may occur and / or require intervention include, but are not limited to incomplete component deployment, dissection. According to the IFU, additional considerations for patient selection include but are not limited to patient¿s anatomical suitability for endovascular repair. Gore recommends that the gore® excluder® aaa endoprosthesis diameter be at least 2 mm larger than the aortic inner diameter (10 ¿ 21% oversizing) and 1 mm larger than the iliac inner diameter (7 ¿ 25% oversizing). According to the IFU, for the rlt261212j the intended aortic diameter is 22-23mm. Based on the case report provided the aortic diameter at the proximal side was 19-21.1mm.

Event description:
The following was reported to gore: on (B)(6) 2021 , the patient underwent endovascular treatment of an abdominal aortic aneurysm using gore® excluder® aaa endoprostheses. On (B)(6) 2021 the follow up computer tomography imaging revealed a compression at the proximal side of the trunk-ipsilateral leg component but no obstruction of blood flow to the lower limbs was noticed. On (B)(6) 2021 a reintervention took place. A pta balloon was inserted from both legs and the compression part was dilated using the kissing balloon technique, and two gore® viabahn® vbx balloon expandable endoprostheses (vbx) were deployed inside the trunk component. During the procedure, a dissection that the onset timing and cause is unknown was observed at the proximal edge, but the physician decided to monitor it. No treatment was performed. It is unknow if the pta balloon and vbx were attributed to the dissection. The patient tolerated the procedure. Reportedly, the aorta was tortuous and the rlt261212j device was oversized, and that might have caused the device compression.